Manufacturer narrative:
The adverse event is filed under (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a s4 set screw new version (part # sw790t) was implanted on an unspecified date. According to the complainant the implants were to be removed during a revision surgery. The patient had fully fused and anatomy had fully healed. The surgeon and patient agreed on the s4 lumbar pedicle system removal. Additional information reported that there was nothing wrong with any of the devices, but that the patient was fully fused and as their anatomy had healed and fused as expected, the surgeon wanted to remove the screws. Associated medwatch reports: 3005673311-2025-00073 (B)(4). 3005673311-2025-00074 (B)(4). 3005673311-2025-00075 (B)(4). 3005673311-2025-00076 (B)(4). 3005673311-2025-00077 (B)(4). 3005673311-2025-00078 (B)(4). 3005673311-2025-00079 (B)(4). 3005673311-2025-00080(B)(4).

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.